Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, a reporter for the patient contacted lifescan (lfs) alleging that the patient obtained an error 2 message on his onetouch verio2 meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The reporter indicated that the patient obtained the error message at 4:30pm on (B)(6) 2017. The patient manages his diabetes with insulin which he self-adjusts. The reporter stated that after obtaining the error message, the patient continued with his usual dose of medication (including sliding scale). He reported that 30 minutes after obtaining the error message, the patient developed symptoms of ¿not able to walk, weight loss, skin is clammy and couldn¿t get in and out of his chair¿. The reporter denied that the patient had obtained any additional treatment for his symptoms. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and based on the information provided there had been no trauma or misuse of the meter. The cca confirmed that the patient was using the correct test strips and had followed the correct testing steps. When the cca asked the reporter to press the power button, the error 2 did not occur. The cca walked the reporter through a retest, but the issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.